Event description:
Pt who was status post radiation and chemotherapy for stage iiia n2 lung adenocarcinoma presented with shortness of breath which had lasted for 3 to 4 weeks. Chest x-ray and chest CT showed bilateral pleural effusions, left more than right. The pt was started on prednisone for possible radiation pneumonitis. Three days after steroids were initiated, chest x-ray showed resolution of right pleural effusion. The pt was thought to have radiation pneumonitis and was discharged home on home oxygen.